Event description:
On june 27, 2024, senseonics was made aware of an incident where the user was approved for a sensor replacement due to connection issues and had to have an additional procedure to get reinserted with a new sensor.

Manufacturer narrative:
In an associated case (MFR #3009862700-2024-00824), the user's issue with sensor connection was reported, for which a sensor replacement was offered. The user was referred back to the hcp for a new insertion. The user was re-inserted on (B)(6) 2024 and is currently using the system with up-to-date data.